Manufacturer narrative:
Device performance tests could not be performed since the drill housing was damaged. Internal components were evaluated which revealed the presence of corrosion on the bearings in the rotor. The device was repaired and returned back to the user facility.

Event description:
Customer stated that the device overheated during a procedure. A back-up unit was used to complete the procedure. There was no medical intervention and no delay in the procedure alleged with this event.